Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded the infection was reported approximately three years after implantation and is most consistent with an exogenous source, with no evidence implicating the implant. A revision procedure was performed, all components were removed, and a temporary polyethylene spacer was placed; laboratory results are pending. The patient¿s current status is unknown, but the plan includes an eight-week antibiotic course followed by a full revision. Overall, the available information does not indicate that the implant contributed to the infection. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the acetabular shell and the liner, a review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the femoral head, hole cover and screws, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after thr surgery was performed in (B)(6) 2022, the patient experienced infection. This adverse event was treated by revision surgery on (B)(6) 2025, in which, the implants were removed and all poly acetabular were inserted as temporary spacer. This has been done until lab reviews specimens. The plan for complete revision is schedule after 8-week antibiotics. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Imdrf annex a was corrected, section h6 (medical device problem code) was updated.